Event description:
It was reported that device was explanted and replaced due to suspected malfunction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported suspected malfunction was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and no anomaly was found.